Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, leading to an inappropriate electric shock. Troubleshooting and programming options were recommended. The patient presented in the clinic and isometric testing was performed. The noise was not reproducible. The plan will be monitored. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.